Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the device had a co2 equip malfunction inop message and the device failed opcheck etco2. There was no pt involvement.